Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 3.00 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks at several locations along the hypotube shaft and a shaft break located 215 mm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05nov2021. It was reported that crossing difficulties were encountered. The 95% stenosed, target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported. However, returned device analysis revealed a hypotube detached/separated.